Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported marker lumen obstruction. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using two prostyle devices after an interventional peripheral angiogram procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. A second prostyle device was successfully flushed with saline prior to use. During use, there was no blood flow observed from the marker lumen. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.